Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noticed that the tips were bent on the precise bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be twisted consequently only one grip edge made contact with the other grip when grips were in the closed position. The grasping functionality was severely reduced due to the bending grip. Engineering concluded that damage was likely due to mishandling. Additional observation not reported by the site was a frayed cable. The pitch up cable was found to be frayed at the distal clevis hub. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.